Event description:
Customer alleged blood glucose results of 498 mg/dl and 135 mg/dl when testing was performed back-to-back on the compact plus system. Customer reported having no symptoms. Customer did not treat or act on results. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.